Event description:
It was reported that when using the bd pyxis¿ es server, all station showed "server connection failed" and "patient data may not be current: patient interface problem" error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that stations displayed server connection failed error. The technical support specialist (tss) dialed into the server and identified a five-hour delay in message processing through downtime query review. Service checks revealed that all net.tcp services were not running. The services were restarted, after which downtime queries confirmed that message processing returned to current status. Verification through health sight viewer (hsv) and affected stations confirmed that the delay in message processing through downtime query review. Service checks revealed that patient interface problem alert was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.